Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2021: product type lead, ubd: unknown, UDI#: unknown this regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was diagnosed with a spinal epidural hematoma that began on (B)(6) 2021. The event, classified as severe, was related to the procedure and resulted in permanent impairment, requiring hospitalization for over 24 hours. The patient initially felt fine after the procedure but later experienced intense pain, numbness, and weakness in her legs. She contacted a study representative to turn off the device and was advised by a physician to go to the emergency room (ER). Imaging at the ER confirmed the epidural hematoma, and the leads were removed. Surgery for t8-l3 spinal decompression and evacuation of the hematoma was scheduled and performed on (B)(6) 2021. The patient underwent the procedure successfully, and the adverse event was marked as resolved on (B)(6) 2021. However, it was later reported that the issue had resulted in permanent impairment for the patient, the paralysis remained, and the issue was ongoing at study completion with an event date provided of 2021-apr-02. No further complications were reported or anticipated.